Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the device and was able to verify the reported issue through the analysis of the electronic records. It was determined that the cause of the reported issue was depleted battery. The battery depletion was the result of normal device use. No device malfunction was observed. The customer received a replacement device and the customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.